Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head came apart in mouth, broke in three pieces [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he or she had an oral-b dual clean brushhead come apart in his or her mouth while used with an oral-b rechargeable toothbrush, version unknown; he or she elaborated that it broke in three pieces. This was not the first time the consumer had used these particular brush heads. No symptoms developed.

Manufacturer narrative:
03-aug-2016: product investigation results: reporter returned one toothbrush head on (B)(4) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head came apart in mouth, broke in three pieces [device breakage] . No adverse event. Product counterfeit. Case description: a consumer of unspecified age and gender reported that he or she had an oral-b dual clean brushhead come apart in his or her mouth while used with an oral-b rechargeable toothbrush, version unknown; he or she elaborated that it broke in three pieces. This was not the first time the consumer had used these particular brush heads. No symptoms developed. 30-dec-2019: this follow-up #1 report is being resubmitted to correct an error in the manufacturer report number. This report was incorrectly submitted as 3000302531-2014-00258. The correct manufacturer report number is 3000302531-2016-00258.